Manufacturer narrative:
Analysis of the returned device shows that visual and optical examination confirms the implant is fractured at the implant inserter interface, with rays emanating from the instrument interface area, consistent with overload. The above observations are consistent with brittle overload.

Event description:
It was reported that a patient underwent an unknown spinal procedure, during the procedure, it was reported that the cage fractured upon insertion into the l5-s1 disc space. The broken cage was removed and a new one implanted. No further details are known at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.